Event description:
Bun testing on siemens vista analyzer gave sporadically falsely increased values. This was detected by nephrologist after receiving numerous unexplained elevated values on his patients. Re-ran all testing for previous 24 hours and 58 patient results needed to be corrected due to incorrect initial values. Lab staff contacted the rep, who said that a recall had been issued two days before, but the notice had not reached our facility. The notice was not sent by overnight mail or called. It was sent via regular mail.the manufacturer was notified the day we discovered the erroneous readings. On that date, the manufacturer notified us that a recall had been issued on this reagent two days earlier.